Manufacturer narrative:
The reported event involving a auto ID module(s) ¿that the alaris model 8600 auto-ID failed the speaker audible test during yearly preventative maintenance testing¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the alaris model 8600 auto-ID failed the speaker audible test. During yearly preventative maintenance testing, the alaris model 8600 auto-ID failed the speaker audible test. When the 8600 was opened to replace the faulty speaker, it was observed that the 8600 was missing the speaker assembly. The 8600 has never been opened for repair, as the original factory tamper seal was still intact and undamaged. On original installation, the manufacturer was on hospital site to do a pre-install check on the device before putting into service. There was no patient involvement.